Event description:
Customer reported a problem with the pump's touchscreen, which was unresponsive despite the screen being intact. There was no adverse impact to the customer¿s blood glucose level. After a pump reset attempt failed to resolve the issue, technical support arranged for a replacement pump to be sent, and the customer was instructed to use multiple daily injections as backup therapy.